Event description:
During a remote follow-up, episodes of noise resulting in oversensing which were causing automatic mode switch (ams) episodes were observed on the right atrial (ra) lead. Ra lead damage is alleged but was unable to be confirmed. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that diagnostic imaging was performed, and no abnormalities were detected. Provocative testing was performed, and the lead noise was reproduced. Reprogramming was performed to resolve event.